Manufacturer narrative:
The pump was retained by the hospital for their own investigation. Therefore, a full device evaluation could not be performed. However, the report of suspected pump thrombosis was confirmed based on the four photos that were submitted by the hospital for review. The photos were taken during the hospital's investigation. The first two photos showed the blood tube/rotor inlet section of the device, the third photo showed the body of the rotor, and the fourth photo showed the proximal side of the outlet stator. Examination of the photos revealed depositions situated on the inlet bearing ball and inlet section of the rotor, and adjacent to the outlet bearing ball and in between the proximal side of the outlet stator blades. The structure and origins of the depositions could not be determined through the evaluation of the photos. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year and 8 months. This event occurred in the (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 1 year and 8 months post-implant, it was reported that the patient was admitted to hospital with suspicion of pump thrombosis. The patient's lactate dehydrogenase level was above 1000 u/l and the patient experienced dark urine. The treatment included increased anticoagulation with heparin, without improvement of status. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.